Event description:
This is a spontaneous report from a consumer in (B)(6). On (B)(6) 2012, at 12:27pm, the consumer called baxter technical services to inform them last night ((B)(6) 2012) the patient suffered an overfill. Reportedly, the initial drain was not performed. The patient had contacted the nurse who was on duty and the patient was able to finish the therapy correctly with the nurse's help. The patient performed a manual drain. In the morning the patient went to the dialysis unit. The nurse recommended that the patient connect again at night and add heparin to the bags. The cycler was programmed for continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 12000ml, an infusion volume of 2000ml, a last infusion volume of 1900ml, an initial drain alarm of 2600ml, and set for five cycles. The therapy log for 03 jun 2012, showed an initial drain of 2ml, a last volume infused of 1899ml, a total volume infused of 9860ml, a total drain volume of 13602ml, an average dwell time of 1 hour 21 minutes, an average drain time of 15 minutes, and a total ultrafiltration (uf) of 3742ml. The cycle by uf was 531ml for cycle 5, 292ml for cycle 4, 110ml for cycle 3, 33ml for cycle 2, and 2842ml for cycle 1. The patient performed three bypasses and one manual drain during the therapy. The therapy was not modified. Based on the cycle 1 uf this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The patient was scheduled to go to the hospital with the procard and a baxter specialist would review it. There was patient involvement but there were no reports of patient injury, medical intervention, or adverse events. Additional information provided on (B)(6) 2012. A baxter sales representative confirmed all the information previously provided. The sales representative talked with the peritoneal dialysis nurses, and with the patient and they concluded that the patient was unintentionally bypassing. The programming was correct, as there was a notice of initial drainage of 2600ml (minimum volume that the cycler expected to drain). There were no clinical consequences for the patient as already mentioned in the initial information. The hospital has re-trained the patient.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 number. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). A customer contacted the baxter technical service center to report an iipv event. The reported condition was confirmed. The patient reported suffering overfill. Information provided revealed that the patient had a uf value of 2842 ml during cycle 1, and their fill volume is 2000 ml. The assignable cause was determined to be insuff drain-inappr bypass of idrain. The patient stated that the I-drain was not performed. The patient and the nurse concluded that hp made the bypasses unintentionally. The patient was re-trained. Previous service events weren't related to reported issue. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.